Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure curled up subserosally underneath the serosa of the uterine cornu"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A22174) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast tenderness and breast enlargement. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea"), fatigue ("fatigue"), adnexa uteri cyst ("paratubal cysts"), dizziness ("dizziness") and vision blurred ("vision/eye problems type: blurred vision"). The patient was treated with surgery (bilateral salpingectomy and removal of essure device from cornu of uterus). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, genital haemorrhage, abdominal pain, back pain, nausea, fatigue, adnexa uteri cyst, dizziness, female sexual dysfunction, migraine and vision blurred outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, adnexa uteri cyst, back pain, dizziness, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, migraine, nausea, pelvic pain and vision blurred to be related to essure. The reporter commented: postoperative notes showed that the essure device was not immediately adjacent to the fallopian tube, but curled up subserosally underneath the serosa of the uterine cornu. Diagnostic results: on (B)(6) 2013, hysterosalpingogram revealed occlusion of the left fallopian tube.the essure device was not located within the right fallopian tube. The test showed that the right fallopian tube was coiled upon itself in a loop. (B)(6) 2013:surgical pathology report: final pathologic diagnosis left and right fallopian tubes, ligation: completely transected segments of fallopian tubes. Benign paratubal cyst. Specimen(s) received segment left and right fallopian tube gross description the specimen is received in one part labeled and segment left and right fallopian tube. Received in formalin are two fallopian tubes, both with metallic coils consistent with contraception devices. The fallopian tubes both have an average length of 6.5 cm and have an average diameter of 0.5 cm. Also received in the container is a paratubal cyst, 1.8 x 1.0 x 1.0 cm in greatest dimension. The cyst is filled with a clear thin fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure curled up subserosally underneath the serosa of the uterine cornu"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea"), fatigue ("fatigue"), adnexa uteri cyst ("paratubal cysts"), dizziness ("dizziness") and vision blurred ("vision/eye problems type: blurred vision"). The patient was treated with surgery (bilateral salpingectomy and removal of essure device from cornu of uterus). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, genital haemorrhage, abdominal pain, back pain, nausea, fatigue, adnexa uteri cyst, dizziness, female sexual dysfunction, migraine and vision blurred outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, adnexa uteri cyst, back pain, dizziness, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, migraine, nausea, pelvic pain and vision blurred to be related to essure. The reporter commented: postoperative notes showed that the essure device was not immediately adjacent to the fallopian tube, but curled up subserosally underneath the serosa of the uterine cornu. Diagnostic results: on (B)(6) 2013, hysterosalpingogram revealed occlusion of the left fallopian tube.the essure device was not located within the right fallopian tube. The test showed that the right fallopian tube was coiled upon itself in a loop. (B)(6) 2013:surgical pathology report: final pathologic diagnosis left and right fallopian tubes, ligation: - completely transected segments of fallopian tubes. - benign paratubal cyst. Specimen(s) received segment left and right fallopian tube gross description the specimen is received in one part labeled and segment left and right fallopian tube. Received in formalin are two fallopian tubes, both with metallic coils consistent with contraception devices. The fallopian tubes both have an average length of 6.5 cm and have an average diameter of 0.5 cm. Also received in the container is a paratubal cyst, 1.8 x 1.0 x 1.0 cm in greatest dimension. The cyst is filled with a clear thin fluid. Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet received. Events apareunia, migraines / headaches and blurred vision were added. Lab data updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure curled up subserosally underneath the serosa of the uterine cornu"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A22174) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast tenderness and breast enlargement. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea"), fatigue ("fatigue"), adnexa uteri cyst ("paratubal cysts"), dizziness ("dizziness") and vision blurred ("vision/eye problems type: blurred vision"). The patient was treated with surgery (bilateral salpingectomy and removal of essure device from cornu of uterus). Essure was removed on (B)(6)2013. At the time of the report, the embedded device, genital haemorrhage, abdominal pain, back pain, nausea, fatigue, adnexa uteri cyst, dizziness, female sexual dysfunction, migraine and vision blurred outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, adnexa uteri cyst, back pain, dizziness, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, migraine, nausea, pelvic pain and vision blurred to be related to essure. The reporter commented: postoperative notes showed that the essure device was not immediately adjacent to the fallopian tube, but curled up subserosally underneath the serosa of the uterine cornu. Diagnostic results: on (B)(6)2013, hysterosalpingogram revealed occlusion of the left fallopian tube. The essure device was not located within the right fallopian tube. The test showed that the right fallopian tube was coiled upon itself in a loop. (B)(6)2013:surgical pathology report: final pathologic diagnosis left and right fallopian tubes, ligation: completely transected segments of fallopian tubes. Benign paratubal cyst. Specimen(s) received segment left and right fallopian tube gross description the specimen is received in one part labeled and segment left and right fallopian tube. Received in formalin are two fallopian tubes, both with metallic coils consistent with contraception devices. The fallopian tubes both have an average length of 6.5 cm and have an average diameter of 0.5 cm. Also received in the container is a paratubal cyst, 1.8 x 1.0 x 1.0 cm in greatest dimension. The cyst is filled with a clear thin fluid. Most recent follow-up information incorporated above includes: on 15-oct-2018: medical record received:concurrent condition,reporter and product lot number added. Case got medically confirmed yes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure curled up subserosally underneath the serosa of the uterine cornu". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea"), fatigue ("fatigue"), adnexa uteri cyst ("paratubal cysts") and dizziness ("dizziness"). The patient was treated with surgery (on (B)(6) 2013,she had bilateral salpingectomy with extraction of essure device from coru of uterus). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, nausea, fatigue, adnexa uteri cyst and dizziness outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, back pain, dizziness, fatigue, genital haemorrhage, nausea and pelvic pain to be related to essure. The reporter commented: postoperative notes showed that the essure device was not immediately adjacent to the fallopian tube, but curled up subserosally underneath the serosa of the uterine cornu. Diagnostic results: on (B)(6) 2013, hysterosalpingogram revealed occlusion of the left fallopian tube. The essure device was not located within the right fallopian tube. The test showed that the right fallopian tube was coiled upon itself in a loop. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.